Manufacturer narrative:
Manufacturing site evaluation: samples received: 80 unopened racepacks. There are no previous complaints of this code/batch. There are no units in OEM stock. Tested the needle attachment of the first 15 samples and the results fulfil OEM requirements. Conducted needle attachment test of 50 samples according to the standard and all the results fulfil OEM requirements. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil OEM requirements. Final conclusion: the complaint is not corresponding (not justified). Actions on product: not applicable. Corrective/preventive actions: not applicable.

Event description:
Country of complaint: (B)(6). The needle detaches immediately after taking the thread out of the pouch.